Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 4, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displaying a message of ¿error accord¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016, which she claimed was when she was last able to obtain a blood glucose result on the subject meter. The patient manages her diabetes with a combination of diabetes medication (unknown type), and reported that she took more exercise in response to the alleged meter issue. A couple of hours after the alleged meter issue began, the patient claimed developing symptoms of feeling ¿dizzy and lightheaded¿. On (B)(6) 2016 at 7am the patient alleges she attended the emergency room and was treated with IV glucose. The patient claimed she remained in hospital until 10pm that day. The patient was unable to provide the blood glucose results that were obtained on the ER/hospital device. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr walked the patient through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received treatment by a hcp for hypoglycemia after the alleged meter issue began.